Manufacturer narrative:
A complete analysis and testing of the one opened and used enlite sensor performed continuity resistance test and the sensor failed per specifications. Unable to test or reproduce skin irritation in lab.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor was triggering the threshold suspend feature on the insulin pump. Customer's blood glucose was 91 mg/dl. Customer's sensor glucose level was 75 mg/dl. Customer advised the insulin pump was stating they were low when they were not. Customer advised the previous sensor they had used appeared to be bent. Customer was advised to calibrate 3 to 4 times a day. Customer was advised to remove the sensor. Customer was advised the sensor would be replaced and to return the product for analysis.